Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of lead dislodgement could not be confirmed.

Event description:
During a follow-up in clinic, the left ventricular (lv) lead was noted to be dislodged. The lead was explanted and replaced and the patient was stable with no consequences.